Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge had failed to lock. A field service engineer (fse) found the door lock in the unlocked position. The lock was secured using the fridge key, and the door was confirmed to be functioning properly. The fse explained the customer and acknowledged and confirmed that the door was working successfully. Fse performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door was not locking. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.